Manufacturer narrative:
Additional manufacturer narrative: the device was returned to edwards for evaluation. Evaluation is in progress. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A manufacturing related issue was not identified. A definitive root cause could not be determined at this time. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that the balloon introducer of an 8300db25 delivery system came loose and fell onto the ventricle during a right anterior thoracotomy avr procedure. The surgeon removed the 25mm 8300ab valve and the introducer, and used a new 8300kitb25. A new 25mm 8300ab valve was implanted in replacement. The patient tolerated the procedure well with no complications and was taken to recovery in good condition. The patient was discharged home on pod #4. As reported, since this is a minimally invasive approach, the surgeon places the valve on the annulus of the patient via three sutures and parachutes the valve into place. Once seated, he unlocks the sliding locking sleeve and places a 5mm scope through the valve and views the sub-annular structures for proper seating, evaluates placement, and then will continue to put the delivery system back on the seated valve, lock the sleeve, and deploy the valve. The surgeon noticed the tip of the handle that is screwed into the valve to hold the delivery system in place fell onto the ventricle. Through follow-up, it was confirmed that the "tip" was the balloon introducer. This did not do any damage to the heart or the patient. The surgeon removed the valve and then the tip of the handle part, and then used a new 8300kitb25. This was simple and successful. The case was completed and the patient was doing well. It is probably not possible that the 5mm scope unscrewed the balloon introducer since the scope is smooth and slides into the inner portion of the introducer. The correct size delivery system was used in relationship to the valve size. Per received records, this case involved a (B)(6) male with severe aortic stenosis and mild to moderate aortic regurgitation. After decalcifying the annulus, a 25mm 8300ab valve was selected. The surgeon placed guiding stitches at the bottom of the sinuses and passed these through the sewing ring of the valve. The valve was then seated into position. The surgeon insufflated the cuff per the IFU and then secured the guiding stitches with cor-knots. The surgeon inspected underneath the valve with a camera and it looked that it was seated well under the annulus. The aorta was closed and the patient was weaned off cardiopulmonary bypass without any significant difficulty. The patient tolerated the procedure well with no complications. He was taken to recovery in good condition. The patient was discharged home on pod #4.

Manufacturer narrative:
H3. Device evaluation: customer report of loose balloon introducer was not confirmed. As received, the delivery system was in the deployed position with locking sleeve engaged. Balloon introducer was returned detached from valve holder of the returned valve. A lab sample insertion tool was used and was able to firmly engage to the returned balloon introducer. The balloon introducer was able to thread into the valve holder without disengaging. The locking sleeve was able to engage properly and an audible click was heard. The handle snap was able to advance and retract and the valve remained attached to the delivery system. No damages were seen during visual inspection of the proximal handle or holder adapter. ID and od measurements were taken of the returned balloon introducer and all measurements were in specification. H10. Additional manufacturer narrative: updated section h3.

Manufacturer narrative:
H10. Updated h6 (result, conclusion).

Manufacturer narrative:
H10: additional manufacturer narrative: updated section e4.